Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The alarm log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The f-38 alarm was identified during functional testing. The cause of the condition was determined to be damaged force sensing resistors (fsr¿s). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f38 (malfunction in tube misloading detection circuitry) alarm. No additional information is available.